Manufacturer narrative:
A company service representative examined the system and verified the reported system messages. The representative freed the sticking plunger and cleaned up the bss. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: 08/25/2010. (B)(4).

Event description:
Adverse event(s): "patient impact unknown" (no known impact or consequence to patient). Product problem(s): "system messages displayed" (device displays error message). A customer reported receiving various system messages. The same cassette was tested on a different system and passed priming. No additional information was given. Additional information has been requested.